Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with the endopath endoscopic linear cutter while performing a lap oophorectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972481. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 6 staples fired; cartridge return batch number, ej0046; and instrument number, 121. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, and condition of yoke, good; and condition of short rack, broken. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The ez35b was used duringa laparoscopic bilateral salpingo-oophorectomy. The device was fired and unformed staples fell out of the device. The surgeon then attempted to open the device and it would not release off of the tissue. When the device was removed, there was no cut line. The device was forced open and atsw35 was used to complete the case. There was no consequence to the patient.